Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was problems with the bearings and corrosion built up inside the handpiece. Service replaced the motor cartridge and rotor assembly, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece overheated during a medical/surgical procedure. There was no pt or user injury reported or any other adverse consequences.